Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer (cmi) for investigation. Cmi reports that both balloons were tested by attempting to inflate with a syringe. The yellow balloon stayed inflated; however, the blue balloon did not inflate at all. No issues were observed on the cuffs. The blue balloon was examined and it was found that the lumen was blocked by the remnants of glue that is used during the manufacturing of the catheter. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. Although the complaint is confirmed, a root cause could not be identified.

Event description:
Customer reported the yellow cuff was leaking prior to use during pre-test of the device. The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the yellow cuff was leaking prior to use during pre-test of the device. The device was replaced.